Manufacturer narrative:
Citation: collas, v. Md. Midterm clinical outcome following edwards sapien or medtronic corevalve transcatheter aortic valve implantation (tavi): results of the belgian tavi registry. Catheterization and cardiovascular interventions (2015) 86:528¿535 doi 10.1002/ccd.25999 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding midterm (3 year) outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multi-center registry between 2007 and 2012. The study population included 861 patients, 401 of which were implanted with a corevalve and 460 of which were implanted with a non-medtronic balloon expandable bioprosthetic aortic valve. The study population was predominantly female; mean age 83 years. Serial numbers not provided. Among all patients, adverse events included: myocardial infarction (mi), cerebral vascular accident (cva), electrocardiogram (ECG) changes treated with the implant of a permanent pacemaker, valve dislodgement and valve-in-valve procedure. Based on the available information, these events may have been attributed to a medtronic product. However, as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.